Event description:
It was reported through the pmcf (post-market clinical follow-up) report, that the abbott nc traveler rx coronary dilatation catheters (cdcs) that were used may be related to vessel dissection, arrhythmias, perforation, myocardial infarction. The report also found performance issues with the nc traveler rx cdcs such as issues with delivery, inflation, deflation, and withdrawal. The cdcs were also used in chronic total occlusion (cto) lesions, but some of these do not have cto in their indication for use.

Manufacturer narrative:
Date of event ¿ estimated. The unique device identifier (UDI) is unknown because the part number and lot number were not provided. The devices were not returned for evaluation. A review of the lot history records could not be conducted because the part and lot numbers were not provided. The reported patient effects of dissection, perforation, myocardial infarction, and arrhythmia are listed in the nc traveler rx coronary dilatation catheter instructions for use (IFU) as known patient effects of coronary procedures. The investigation determined a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional device issues listed in the report are captured under separate medwatch reports. The nc traveler is currently not commercially available in the us; however, it is similar to a device sold in the us.